Event description:
It was reported that the patient's pacemaker eroded through the skin. The patient developed an infection. The device was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's pacemaker eroded through the skin. The patient developed an infection. There is no allegation from the physician that the device or procedure caused the infection. The device was explanted. The patient was stable.